Manufacturer narrative:
G4: 30may2020. B4: 04jun2020. Failure analysis on the returned touchscreen shows that this touchscreen failed due to multiple resistance failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported a manipulation position misaligned touchscreen. There was no patient involvement. The se (service engineer) confirmed the reported manipulation position misaligned touchscreen issue. There was no patient involvement. The se confirmed the reported manipulation position misaligned touch screen issue. The manufacturer¿s se replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.